Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, bg values were not entered within 5 minutes of testing. Additionally, bg readings were taken from the stomach. No additional event or patient information is available. No data was provided for evaluation. The report of an inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: enter the exact bg value displayed on your bg meter within five minutes of a fingerstick. Entering the wrong bg values, or waiting more than five minutes before entry, might affect sensor performance, resulting in you missing a severe low or high event. Labeling indicates: only use fingerstick measurements from your bg meter for calibration. Never use alternative site bg values such as blood from palms, forearms, etc. Alternative site bg values are different from a fingerstick bg value and may not reflect most recent bg value.